Event description:
It has been reported to philips that the host pc would not boot up. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc would not boot. Review of the log file showed a sib gencan error which confirmed the malfunction. Upon troubleshooting, fse found that the sib box had failed. To resolve the issue, fse replaced the sib box and verified operation. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.